Event description:
It was reported the device did not display an image. The wire was likely to be broken. No patient harm reported.

Manufacturer narrative:
The subject device was received and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition, new damages/defects were observed: 1- the head part was detached from the lens. 2- the image did not rotate due to sticking of the main body. 3- main body stuck due to water immersion. A device history review - DHR was conducted, and no issues were identified. Based on the results of the investigation, no nonconformities were found related to this complaint. A definitive root cause cannot be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the device did not display an image. The wire was likely to be broken. No patient harm reported.